Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient. Device code a150207 captures the reportable event of stent difficult to remove. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual inspection of the returned device revealed that the stent bladder coil was detached, and the stent was calcified. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device and it could affect the stent remove from patient. Additionally, minor hemorrhage and stone calcification are potential complication that may be associated with the use of the device, and minor injury/illness /impairment is a subsequent event of the primary anticipated event. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was implanted into the patient. Post procedure, a stent removal was performed and during the procedure, there was difficulty in removing the stent and it was noticed that the bladder coil broke. There was no information on what device have completed the procedure. The patient had experienced bleeding during the procedure. No other complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient. Device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported that a contour ureteral stent was implanted into the patient. Post procedure, a stent removal was performed and during the procedure, there was difficulty in removing the stent and it was noticed that the bladder coil broke. There was no information on what device have completed the procedure. The patient had experienced bleeding during the procedure. No other complications reported.